Event description:
In 2014 patient underwent primary tka, details unknown. In 2019 patient underwent revision surgery and gmk-revision devices were implanted. In (B)(6) 2022 all gmk-revision implants were revised due to mobilization; it is unknown which implant was mobilized.

Manufacturer narrative:
Batch review performed on (B)(6) 2025. 02.07.0683r revision tibial tray size 3 right - finishing (k123721) lot 186398: (B)(4) items manufactured and released on 29-oct-2018 expiration date: 2023-oct-18. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional device involved in the event: 02.07.2402r femur revision ps cemented s.2r (k102437) lot 148060: (B)(4) items manufactured and released on 02-dec-2014 expiration date: 2019-oct-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Conclusions: aseptic loosening is a possible literature-described adverse event after primary knee arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.